Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for dizziness due to atrial tachycardia. Auto-mode switch episodes were observed. Review of the egms revealed noise on the ventricular lead, unrelated to the dizziness. The patient does not pace in the ventricle, so the patient experienced no discomfort due to this. The patient condition was good.